Event description:
The battery was returned to the manufacturer because of a display error. The light emitting diode (led ) light did not illuminate while charging. When the battery was placed on the battery charger it showed a yellow charging light and after several hours of charging no led light are appearing. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1103 vad - implanted: (B)(6) 2019. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was unable charge on the test battery charger but was able to provide power to the controller. All four leds on the display remained off when the gas gauge button was pressed. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). An attempt to reset the main ic was able to reestablish the battery's functionality. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported event has been attributed to design issues. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. If information is provided in the future, a supplemental report will be issued.